Manufacturer narrative:
The device history record was reviewed and indicated that the component met specification. There was no indication that the manufacturing of the components contributed to this complaint. It is unknown if the patient's medical history was a contributing factor to the failure. It is unknown if the patient sustained a trauma prior to the failure.

Event description:
The patient underwent a revision surgery after their tibial hinge component dislocated from the tibial baseplate. This caused a dislocation of the lower leg from the upper leg. The revision surgery explanted the tibial hinge,the distal femur axial pin, and the tibial poly spacer. These implants were replaced. The tibial baseplate was not damaged and it was not replaced.